Event description:
It was reported to boston scientific corporation that an advantage fit- single was implanted sometime in (B)(6). According to the complainant, post procedure, the patient experienced pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.